Event description:
When utilizing an encore inflation device, a guidant voyager balloon catheter burst in the pt because of the inflation device malfunction. The pt condition is rpeorted to be fine. The procedure was completed with a different encore inflation device. The original device will be returned for evaluation.